Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the proglide instructions for use (IFU), states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. The sheath was upsized to 23f and only one proglide was used to achieve hemostasis. The proglide IFU states that for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Reportedly, the suture was deployed with the guide wire in the device and the proglide suture was cut to remove the proglide device. The proglide IFU states to remove the guide wire before the exit port crosses the skin line. Based on the information provided, the reported difficulty appears to be related to the status of training and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an interventional metronic micra procedure. Reportedly, the suture was deployed with the guide wire in the device. The proglide device could not be removed. The proglide suture was cut and the proglide device was removed. The suture of another proglide device was successfully preplaced. The sheath was upsized to 23f and the metronic micra procedure was completed. Hemostasis was achieved using the one successfully pre-placed proglide suture. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device, however, the abbott vascular trainer was not present during the procedure. No additional information was provided.